Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill guide button for mbt revision cement reamer will not allow reamer to go down now. The rep stated the button might be warped. Update october 19, 2016: examination of the submitted complaint sample (B)(6) found damage/burrs at the edge of the through hole.

Manufacturer narrative:
Examination of the submitted device found damage/burrs at the edge of the through hole. The root cause is attributed to device wear from normal use and servicing. A complaint database search did not identify any trends of damaged through holes. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.